Event description:
It was reported that the patient experienced problems charging her device after she used a tanning bed four times. When the patient charged, she kept losing coupling bars on the recharger. It was also noted that there was a knot about 1.5-2 inches long near where the patient's leads were. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3888-45, lot#: v281382, implanted: 2009 (B)(6), explanted: na, lead model: 3778-60, lot#: v252023015, implanted: 2009 (B)(6), explanted: na, extension model: 3708220, serial#: (B)(4), implanted: 2009 (B)(6), explanted: na, antenna model: 37092, lot#: 207350002, needle model: 3550-14, lot#: n203781, needle model: 355028, lot#: n172879, needle model: 355028, lot#: n198302, connector cable model: 355031, lot#: n206282, implanted: 2009 (B)(6), explanted: na, programmer model: 37743, serial#: (B)(4), recharger model: 37752, serial#: (B)(4). (B)(4).